Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had a generator replacement due to infection. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.